Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the device could not be started due to a printed-circuit board failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that the high definition lcd monitor, had no power supply. The reported problem was found during reprocessing. The patient was not under anesthesia. There was no delay, and the facility finished the procedure with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a printed-circuit board failure. Olympus will continue to monitor field performance for this device.